Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a sudden power shutdown of the architect i2000sr processing module. An abbott field service engineer (fse) inspected the analyzer and identified that the system control module (scm) power cable underneath the device was pinched and buffer solution flooding caused a short circuit and part of the cable to become charred. The fse replaced the cable and electrical components. There was no observed smoke, sparks or fire. There was no injury to any user and no damage to surrounding areas.

Manufacturer narrative:
The fse replaced the cable, electrical components and the valve, buffer which resolved the issue. The cable harness and the valve, buffer were considered the likely causes of the issue. No smoke, sparks, or fire were observed. A review of the analyzer¿s service history was performed and found no contributing factors on or around the date of the event. There were no subsequent reports of a damage to the cable harness #11, rohs or leakage of the valve, buffer after they were replaced. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Trending review determined no adverse trend for the issue for the product. Based on the investigation, no deficiency was identified.